Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced no defect found. Mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 62, 155, 133 and 81mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-105mg/dl and expected pm non-fasting blood glucose test result is 225mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 276mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the hallway closet. The test strip lot manufacturer¿s expiration date is 06/30/2022 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history (customer stated the meter is not showing date, only time): (B)(6).